Event description:
Related manufacturer reference number: 2017865-2023-18279. It was reported that the patient presented for a lead revision procedure. The right atrial and ventricular leads exhibited over-sensed noise and low pacing impedance. The leads were extracted and replaced. The patient condition was stable.

Manufacturer narrative:
He reported events of oversensing noise and low pacing lead impedance could not be confirmed. As received, a partial distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fracture. Visual inspection and x-ray examination of the lead did not find any anomalies except for damages found consistent with procedural damage. Procedural damage affected hi-pot testing.